Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, lot #6443987. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: it was reported that a 39-year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. Upon receipt by mentor the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the anterior view measuring approximately 0.4 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).